Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 03-mar-2023. H.6. Investigation summary: one open 32g x 4mm pen needle carton was returned from lot. No. 1327870, cat. No. 320561. Visual examination of the returned carton was carried out and it was observed that seventy four sealed 32g x 4mm pen needles from lot. No. 0176876 and forty six sealed 32g x 4mm pen needle cartons from lot. No. 9046881 were inside the carton. No samples were returned from lot. No. 1327870. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. Lot. No. 1327870 was manufactured on line 25, january 07 to 10, 2022 and packed on 656, january 12 to 15, 2022. Lot. No. 0176876 was manufactured on lines 19 and 20, august 22 to 24, 2020 and packed on 656, august 26 to 27, 2020. Lot. No. 9046881 ¿ was manufactured on lines 14 and 15, april 1st to 2nd, 2019 and packed on 656, as the lots were manufactured years apart and on different lines it is not possible to confirm the cause as manufacturing related.

Event description:
It was reported that the pack of 105 bd ultra-fine¿ pro pen needles had micro-fine ultra pen needles in it. The following information was provided by the initial reporter: "pharmacist informed us that a customer gave a box of ultra fine pro 4 mm back because in the package were micro-fine ultra (0,23 x 4 mm)."

Event description:
It was reported that the pack of 105 bd ultra-fine¿ pro pen needles had micro-fine ultra pen needles in it. The following information was provided by the initial reporter: "pharmacist informed us that a customer gave a box of ultra fine pro 4 mm back because in the package were micro-fine ultra (0,23 x 4 mm)".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.